Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found set screw marks in the wrong location on the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations.